Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c body) has missing single component, paste like, thixotropic adhesive (ke45) at forceps cover, distal end (c body) has ultrasound transducer sealant peeling within standard traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, distal end (c body) has missing single component, paste like, thixotropic adhesive (ke45) at forceps cover, distal end (c body) has ultrasound transducer sealant peeling within standard was observed. The service repair technician indicated that the most likely cause was traced to expected or random component failure without any design or manufacturing issue. There was no patient involvement.